Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The battery out limit alarm could not be verified due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, a broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error and battery max. The customer's blood glucose was 332 mg/dl which was treated with manual injection. The customer took the batteries out because the device kept beeping. The customer declined troubleshooting. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.